Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the septum, and the insulin gauge was inaccurate. Additionally, it was reported that resistance was experienced during the fill process, and an alarm occlusion occurred. Customer loaded a new cartridge and changed infusion site to address the issue. Customer's blood glucose was 144 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm, cartridge leaking, and insulin gauge issue was verified. However, based on the analysis, the alleged fill resistance issue could not be verified.